Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection confirmed the header was separated from the device case. The medical adhesive (ma), used to affix the header to the device case, remained on the bottom of the header with no ma on the case. An x-ray of the device found that three out for four header wires were fractured at the header feed-through entry point. No electrical testing of the device was performed due to the fractured header wires. Loose/separated headers are due to an insufficient bond strength between the header and the device case.

Event description:
Boston scientific received information that during a routine explant procedure the header of this pacemaker came loose from the can causing a loss in pacing support for the patient. The patient experienced greater than two seconds of asystole without any associated adverse symptoms. A new device was implanted without further incident. The device is to be returned for analysis. There were no adverse patient effects reported.